Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was not returned. Multiple attempts for product return were sent to the customer with no success. The report of suspected pump thrombosis could not be confirmed and a correlation between the device and the reported events could not be conclusively determined, as the device was not returned for evaluation. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted with brief leg weakness and elevated lactate dehydrogenase (ldh). The patient was placed on heparin infusion. Ldh continued to rise and urine was dark in color. CT imaging revealed that the lvad was in the expected position without definitive thrombus. On (B)(6) 2017 an lvad pump exchanged was performed due to progressively worsening hemolysis. No additional information was provided.